Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: upon further review of this file it was determined that the reported event does meet the criteria for medical device reporting. Product and capsular collapse not related. Therefore, no further information will be provided under this MDR number (3004750704-2019-00040). Through follow-up we learned that surgeon feels that the capsular collapse they experienced can¿t be linked to healon gv pro. The issue for him is the difference in handling between the old healon gv and the new healon gv pro. This view is shared by other in-house staff. No additional information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact dates unknown; however, stated as (B)(6) 2019. If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. (B)(6). The healon units are not returning for evaluation as they were discarded after use; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the healon is too cohesive and cannot be removed as easily as before. It remains on posterior capsule which leads to post operative hypertony and capsular collapse. No additional information was provided.